Event description:
The customer reported that the 840 ventilator was inoperative. There was no pt involvement. Covidien troubleshot this issue with the customer over the phone. The customer was advised to do a ground isolation test and try a new graphical user interface (gui) cable. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).